Manufacturer narrative:
The pump passed all non destructive testing, with the exception of the alarm test, which failed with a with a 63db reading, or 5db over the ambient noise in the room at the time, (and even less in two subsequent retests). Resonator was found to be cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for disposal only due to end of life. There were no symptoms mentioned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) regarding a intrathecal drug delivery pump intended to deliver bupivacaine, 9.5mg/ml, at 6.0703 mg/day, fentanyl, 2000 mcg/ml, at 1278mcg/day, and morphine, 18.9mg/ml at 12.077 mg/day for non-malignant pain. It was stated that the pump was given to the rep, who had been present for the replacement surgery. The rep returned the pump to the manufacturer for normal eol disposal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.